Event description:
Nurse reported the balloon was inserted into patient and inflated with 45 ml of water, after twenty-four days the nurse noticed that the balloon ruptured inside the patient.

Manufacturer narrative:
Based on the info provided, this event is deemed a reportable malfunction. No add'l patient/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. A return sample for evaluation is not expected. Should add'l info become available, a f/u report will be submitted.